Manufacturer narrative:
The customer's a105 processor pcba was evaluated and found to have a burnt capacitor in the battery charging circuit. There were burn marks but no pcb damage. A continuity check was done to verify that the remaining parallel capacitors in the circuit were not shorted. The burnt capacitor and two additional capacitors were sent to the supplier for further analysis, but the supplier was unable to determine the exact cause for the failed capacitor. There were no mfg problems noted from the manufacture date of these capacitors. The root cause for the failed capacitor within the processor board of the monitor is unk. Draeger performed a health hazard eval and determined that the statistical risk for a similar occurrence is considered to be remote. Draeger will continue to monitor for similar reports of this condition.

Event description:
It was reported that a nurse noticed a smell coming from a delta monitor as if something had burnt. It started to alarm and then shut down. There was no pt injury reported. Draeger reference number: (B)(4).